Event description:
Caller indicated the relion prime strips were producing low results. Caller was getting lo readings so purchased new container of strips and meter was working fine. He said he thought the strips were not working right. He said he did not want a replacement container just wanted to inform us with the lot number of 04014d. Replaced product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product gave 'lo' results confirming the complaint. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Manufacturer is aware of the issue which is under investigation (B)(4).